Event description:
Customer overseas called to complain about a incorrect pt result. Field svc examined the instrument and determined that the pump needed to be replaced. The pump was returned to co's overseas headquarters as being possibly clogged. Co's engineers confirmed that the pump was clogged.